Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue event on (B)(6) 2026. The patient reported that cannula was bent upon removal from infusion site, which results in bleeding at the infusion site. No further information available.